Event description:
One of many incidents of late with abbott libre 3 plus system. Multiple "sensor error" messages. Very false low readings. Constant false alarms. All abbott support is doing is replacing the faulty devices. I am not sure if it is app stability, I tried the new app and this started. Went back to old and things were better. Multiple reboots of phone. My finger sticks (which they have scolded me for in the past) show higher readings and constant readings. Please investigate.